Manufacturer narrative:
Corrected information provided in d4.

Manufacturer narrative:
The lens was returned wrapped in gauze. Blood and viscoelastic were observed on the lens. A small chip was observed at the optic edge. There are two small scratches at the optic edge, near the optic edge damage. A scratch was observed towards the center of the optic. This damage was typical of lens removal. Lens was cleaned with klrp. No other damage was observed. A dimensional inspection (plan view) was conducted. The lens met specification per the approved template. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported unable to centralised. No reason was provided by the hcp for the dislocation. Both haptics were fully intact and undamaged. The returned lens has broken optic edge damage. There are two small scratches at the optic edge and a scratch was observed towards the center of the optic. The lens was cleaned with klrp for further evaluation. A dimensional inspection was conducted. Other than the broken edge damage, the lens dimensions (plan view for optic and haptics) met specifications per an approved template. It is unknown if the observed optic damage occurred during delivery or during removal of the lens from the eye. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre-folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, unable to centralized the lens on the patient. Additional information was requested, but no further information is available.